Event description:
A customer in (B)(4) reported the generation of erratic patient results on their au640 analyser. The customer reported that they generated nine results which upon repeat on an au400 were shown to be erroneous. These results were both erroneously high and low. The customer stated that they had also observed erratic potassium qc. These results were not reported outside of the lab and there was no change to patient treatment.

Manufacturer narrative:
An fse was dispatched to this account. The fse replaced the potassium electrode and ise reference valve. The system was restored to working order through the replacement of these parts. The failure mode of the erroneous potassium results was either a defective potassium electrode or ise reference valve. Typically a malfunctioning reference valve would produce the type of erratic results observed in this case. The manufacturer reference number for this event is (B)(4).